Event description:
Ous MDR - the patient had wound bleeding hematoma. Patient was hospitalized and medical intervention consisting of a compression with epinephrine and pressure bandage was performed. This resolved the issue and the patient in good condition.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.